Event description:
According to the reporter: (B)(4). The customer reports that several pts have presented successively an eventration on the incisional scars of laparotomy closed with this thread.

Manufacturer narrative:
(B)(4).